Event description:
The dealer reported that their client heard a loud bang from the irc5po2vc concentrator & when they entered the room they observed flames shooting out through the rear intake filter. The unit was turned off & they contacted their dealer. This is a non smoker home.

Manufacturer narrative:
The irc5po2v concentrator was returned to invacare & evaluated on (B)(6)2020. The technician confirmed darkened tubing from the sieve beds to the pe valve and darkened, deformed tubing from the left sieve bed. The darkened and deformed tubing allowed sieve material to escape into the concentrator's system which caused the smoke damage to the left side tubing & the right side of the concentrator inside the cabinet. The left sieve bed cap was deformed which allowed sieve material to escape inside the cabinet. The investigation concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. The components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of the irc5po2v concentrator components being updated to prevent the potential recurrence of the issue.

Manufacturer narrative:
This incident occurred in (B)(6), invacare is reporting because the same or similar device is sold in the us. The device has been received by invacare but testing has not yet been completed. Based on the evidence, which indicates that an overheating event exited the shroud, this incident is being reported to the FDA out of an abundance of caution. The dealer advised that there was no harm or injury to the end user. This incident appears consistent with a failure mode which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. A supplemental record will be filed when the investigation is complete.

Event description:
The dealer reported that their client heard a loud bang from the irc5po2vc concentrator & when they entered the room they observed flames shooting out through the rear intake filter. The unit was turned off & they contacted their dealer. This is a non smoker home.